Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead perforated the atrium, leading to a pericardial effusion requiring pericardial centesis. The lead was repositioned successfully and remains in use. It was also reported that r-wave measurements on the right ventricular (rv) lead had fallen post-implant. The rv lead was also successfully repositioned and remains in use. No further patient complications have been reported as a result of this event.